Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2017-00843. Reference MFR. Report: 1627487-2017-03885. It was reported the patient contracted a superficial infection at the lead incision site. A yellowish discharge was noted at the incision. In turn, an incision and drainage (I&d) was done at the wound site on (B)(6) 2017 during which the wound was cleaned and washed. The patient was prescribed oral antibiotics thereafter. The patient has two anchors with the same lot number.

Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2017-00843. Reference MFR. Report: 1627487-2017-03885. Follow-up identified the patient's infection has resolved.